Event description:
The physician was "upsizing from a 6fr sheath to an 8 fr. The 6 french catheter became twisted inside the sheath "it accordian folded onto itself". An x-ray of the right femoral artery showed leakage of contrast out of the femoral artery into the surrounding tissue.